Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that patient underwent surgery to "remove mesh and repair lysis of adhesions". No medical records have been provided; however, adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient had a bard/davol oval composix kugel mesh, product code (B)(4), lot husc0824 implanted to repair a hernia defect. On (B)(6) 2014: the patient underwent surgery to remove mesh and repair lysis of adhesions. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that patient underwent surgery to "remove mesh and repair lysis of adhesions". No medical records have been provided; however, adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years 1 month post implant of composix kugel mesh. Patient was diagnosed with small bowel obstruction, adhesions, scar tissue and mesh deformation thereby underwent repair with removal of mesh. Per op notes ¿there was extensive rolling of the edges of the mesh¿. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient had a bard/davol oval composix kugel mesh, product code 0010205, lot husc0824 implanted to repair a hernia defect. (B)(6) 2014: the patient underwent surgery to remove mesh and repair lysis of adhesions. As alleged, the patient was seriously and permanently injured and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia sac was opened inferiorly, there was a weakening of the mid portion of the fascia over the incision. The defect was seen, the subcutaneous fat was dissected down and the omentum was adherent to the defect. A portion of incarcerated omentum was dissected. Diverticulum of the jejunum was noted, adhesions were removed. The defect was placed with oval composix kugel mesh and sutured. A permasorb fixation was used to approximate the external edge of the patch to fascia.¿ (B)(6) 2014 - patient was diagnosed with small bowel obstruction, intraabdominal adhesions and multiple jejunoileal diverticula thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh material was identified on the epigastric region side. There was extensive rolling of the edges of the mesh with adhesions of the small bowel. The small bowel was removed from it. The mesh scarred to the tissue was completely dissected and removed. An extensive lysis of adhesion was performed. A nasogastric tube was placed in the mid-position for continuous suctioning. A wound vacuum assisted closure was applied.¿ attorney alleges that the patient had adhesions, bowel obstruction, bowel perforation, mesh migration, mesh shrinkage, pain, removal of mesh, hernia recurrence and emotional injuries.